Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to test for "failed the pm testing." This reported symptom was unable to be evaluated because of a constant system error 110. The unit was reworked during the repair process to ensure that the device functions as designed.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed during preventive maintenance testing (test unspecified). It was also reported there was no patient involvement.